Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Perform exterior visual inspection: and unit failed due to contaminated\dirty j3 connector and/or usb pin(s) are damaged. The receiver failed to charge or boot due to contaminated\dirty j3 connector and/or usb pin(s) are damaged. The receiver download log review and functional testing failed due to contaminated\dirty j3 connector and/or usb pin(s) are damaged the reported event of transmitter failed error was undetermined. A root cause could not be determined.